Manufacturer narrative:
Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient was hospitalized due to experiencing fluid overload, worsening congestive heart failure, and shortness of breath. It was noted that the high voltage lead resulted in an impingement of the tricuspid valve. Moderate to severe tricuspid regurgitation was observed. Lastly, the physician noted that the impingement of the tricuspid valve affected heart pumping. Medication was administered by the physician. No further interventions were reported. The patient was discharged.

Event description:
It was reported that the patient experienced shortness of breath upon exertion.